Event description:
Customer reported that she experienced high blood glucose of 1081 mg/dl, was feeling very sick and had to be taken to the hospital. Customer stated that she twisted the battery cap on the insulin pump too tight causing the battery compartment to get some damage. Customer stated that the batteries were not lasting; he had to change it very 3 or 4 days and it might have been alarming low battery. Customer he might have ran out of insulin. Customer had a flu. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.